Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: specify the product code and lot number that experienced suture breakage. What was the name of the procedure? Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Were x-rays taken to locate the needle piece(s)? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Was there any additional tissue damage as a result of searching for the needle piece? What was the size of the needle used? What was the size of the needle that broke off into the patient? Was more than half the needle retained in the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the suture broke while knotting. There were no adverse patient consequences reported. No additional information was provided.